Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va15unz, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. There was no allegation against the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's device was working, but the patient stopped getting therapy about 1 month post implant. The patient saw their healthcare provider (hcp) who then contacted a manufacturer representative (rep) to adjust stimulation. The consumer also reported that a revision surgery had occurred and the patient recovered completely, however the reason for the revision is not known at the time of this report. The consumer mentioned a lead issue during the beginning of the call, but the exact issue is unknown. There were no further complication reported or anticipated.